Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date with competitor product. Subsequently, patient underwent four revisions of competitor product due to infection. Patient was implanted with biomet and was revised on (B)(6) 2014 due to infection. All poly components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-04919 / 04922).